Event description:
It was reported the pt experienced the inability to charge her scs ipg due to its angled location which causes the pt to have to press on the side in order to charge. The physician advised the pt to apply pressure over ipg while charger and surgical intervention will be taken if charging becomes troublesome. F/u identified no intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.